Event description:
It was reported that the patient received an inappropriate shock due to noise and short interval counts (sic) on the right ventricular (rv) lead. It was also noted that there was high impedance and a possible fracture. A magnet was placed over the device and the rv lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).